Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2.5mm gem flow coupler was faulty. It was further reported that the rings would just fall out of the device disposable piece. There was no report of patient injury or medical intervention associated with this event. No additional information is available.